Manufacturer narrative:
Date sent to the FDA: 07/06/2007. Conclusion: the actual device involved in this event was returned for evaluation. The visual evaluation found that on one side, the metallic guide was not completely introduced into the plastic needle, leaving four centimeters without support. The needle broke at this place. It would not be possible to package the device as it is, because the needle would have been four centimeters longer than usual. The event could also have happened if the surgeon used a back and forth motion while using the device.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon inserted the device and could not rotate through the obturator. The surgeon pulled out the device and the plastic on the helical passer was snapped/bent. A second device was used to successfully complete the procedure with no adverse patient outcome.